Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. No sample eval was performed as no sample was received. Based on the info received, the results are inconclusive and the root cause of the event is unk. The current IFU (instructions for use) on potential complications states: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae.

Event description:
It was reported that upon a scheduled retrieval of a vena cava filter, the physician noted that one of the hinged feet were missing. The filter was implanted for 160 days on a post trauma patient. It is unk if it was implanted via the femoral or the jugular artery. Upon removal of the filter, the physician felt some resistance. After it was removed, it was noted that a foot was missing from one of the filter legs. The pt was examined under fluoroscopy, but there was nothing found. It was reported that it was absent from the ivc, svc and the heart. No reported injury and no further interventions required.